Event description:
It was reported that during an anterior cruciate ligament surgery after the tightrope ar-1588rt-2j tore off, the customer wanted to reinforce the torn part with the device ar-1588rtt2 as a workaround but in the rush, he accidentally opened/used the implant ar-1588tnt2, which was not suitable. The surgeon noticed this after the reinforcement. The surgeon then had to remove a second tendon intraoperatively and reinforced it as usual with new implants (1x ar-1588tn-20, lot: 15431796 and 1x ar-7534-1 , lot: 15394990), successfully completing the operation. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.